Event description:
It was reported that the customer was hospitalize due to low blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was admitted to druid city family medicine on (B)(6) 2015. The customer hospitalization was documented. The customer stated that there is crack around the reservoir compartment. The customer's blood glucose level was 312 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the insulin pump had a cracked reservoir tube window, a cracked reservoir tube lip, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, and a cracked case at a display window corner.